Event description:
Allegedly removed during revision surgery.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested from the hospital. Trends will evaluated. This is the same report as 1043534-2009-00257, 00258.